Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility: customer reports that the pump was over infusing for approximately one hour at 14 ml/hr when the order stated 1400 units/hour, medication used was heparin. Customer is unable to down load logs and she is wanting to know if the nurse used the drug library, or used manual entry, what the dose was set at and does the pump have a default setting. No patient injury was reported, IV tubing was not saved.